Event description:
It was reported to philips that the dfm100 was reboots every few seconds and also show message: no detection of ECG cable; no detection of therapy cable and tray pads placement.". There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.